Manufacturer narrative:
We received no prior notification of this incident and injury prior to receiving a copy of the MDR filed by the customer from the FDA. Regulator was not returned for evaluation. We received photographs, which we used for our evaluation. Date code on the regulator. 04/00, indicates the regulator was manufactured in april of 2000 and was almost 16 years old at the time of incident. Photographs show the diss fitting screwed into the port marked hp for high pressure where the gauge should have been. The teflon tape on the fitting threads goes all the way up the threads. Fittings assembled at the factory do not have teflon tape covering all the threads. Regulator instruction manual states the following: periodic inspection and maintenance: lsp pressure regulators should be tested periodically to ensure proper performance. The frequency of testing should be established according to usage. But, it should be performed at least every two months. Warning: disassembly, assembly, and testing of the pressure regulator should be performed by experienced personnel only. The work area should be free of hydrocarbon residues (grease, oil, dirt) because of danger of spontaneous combustion when the residues are exposed to gaseous oxygen. (We have requested copies of the maintenance records for this regulator. However, we have not received the service records yet. Therefore, we do not know when or if the regulator was serviced or if the servicing was performed by an authorized service center.) These regulators are 100% tested after they are assembled at the factory. The pressure gauge would not have passed the gauge test if it only read 50 or 60 psi in the low pressure port. The diss fitting would not have passed the output pressure and flow test if it was in the high pressure port. Conclusion: based on out 100% testing, the look of how the teflon tape was on the threads, and the age of the regulator, we believe this regulator was disassembled at some point in the field and was then re-assembled incorrectly. The regulator was then put back into service without testing it to see that it was properly assembled.

Event description:
It was reported that after attaching lsp oxygen regulator (p/n l106-260) to main oxygen cylinder in ambulance, then opened cylinder to charge oxygen lines in vehicle, when the oxygen line attached to the regulator ruptured at the diss port and again about mid length of the line. When the line ruptured, there was a flash of fire burning employees face and hand. Upon inspection, the following was discovered: diss connector had been installed on the hi-pressure port of the regulator and the gauge was installed on one of the low pressure ports. Electrical tape and adhesive residue was found on the oxygen line and the corrugated covering of the line. The regulator in question was already pre-assembled and attached to the oxygen line when it was delivered by (B)(4). We believe that when the line ruptured, the sudden release of oxygen in the presence of the adhesive resulted in a flash fire burning the employee.